Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that they had an overdischarge. The patient uses the device when he has pain and can often have a few months pain free during which time he forgets to charge it. A power on reset was done and an impedance check performed. Contacts 13, 14, and 15 showed greater than 10000, but were not being used in the programming. The battery was charged and the issue resolved. The indication for use was stenosis. If additional information is received a follow-up report will be sent.